Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging the subject meter was showing results in mmol/l rather than mg/dl. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This report was submitted in error. After follow up with the customer, lifescan confirmed that the patient had purchased the meter in (B)(6) where mmol/l is the correct unit of measure. There is no evidence that the subject meter malfunctioned.